Event description:
It was reported that the radiofrequency (rf) programmer head lit up all green, but the programmer was unable to interrogate a device. The rf head was replaced and that seemed to resolve the issue. Follow up is in process to obtain the serial number of the programmer head. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 2090 programmer; product ID: 2067l radio frequency programmer head; (B)(4).